Manufacturer narrative:
The batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed as the units were not returned for analysis. Additionally, log files were not provided or available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge is most often attributed to soldering or welding defects. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 09/30/2015 / expiration date: 09/30/2016. (B)(4). Battery - (B)(4) / 1650de / manufacturing date: 09/30/2015 / expiration date: 09/30/2016. (B)(4).

Event description:
A report was received that the batteries lost power quicker than usual. The patient had five batteries in his possession, therefore, only two of the three batteries were replaced.  No patient complications have been reported as a result of this event. No further information has been provided.